Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +9.0d) was explanted from the right eye due to visual disturbance; a new lal+ (sn (B)(6), +9.0d) was implanted as a replacement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections g3, g6, h3 and h6. The explanted lal was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed.